Event description:
Customer states: a nurse confirmed a loose connection with the tube: it happened repeatedly that the connector was detached. Customer reported no patient harm and recannulation of a replacement tube was not required. Additional information was requested.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If the sample is received a summary of the sample analysis will be provided in a supplemental report.